Event description:
It was reported that patients implantable pulse generator (ipg) was shorted out during the spine surgery procedure and the physician decided to replace the ipg. The patient was doing well postoperatively and the explanted ipg device will be returned for analysis.